Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. It was also stated that the drive support cap was protruding. Advised the patient that the insulin pump would be replaced.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked case and cracked reservoir tube lip also noted.